Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient medications were not crossing over to the station. A technical support specialist checked the external communication service logs during this period revealed a sequence of internal server errors, along with indications that the server address had been disconnected. It seems that these unsuccessful attempts hindered the inbound processing. However, after restarting the service, the processing queue was cleared, allowing messages to resume flow, thereby confirming that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient orders were not crossing over to the station, which hindered users from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.